Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a temporary hardware failure. The field service engineer verified and confirmed no other findings available. The system functioned as intended after the field service engineer verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawers failure, unable to pop-out. The customer reported that there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.